Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported a patient with post lasik dry eyes approximately three months following treatment. The patient declined topical treatment and punctal plugs were inserted. The patient will follow up in a month and is pending a additional information has been requested. Possible enhancement. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.